Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in microcentrifuge vial. Visual inspection found the haptic torn with debris and residue on haptic and residue on optic. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.7mm vticmo13.7 implantable collamer lens, -13.00/+2.0/111 (sphere/cylinder/axis), and noted a defect (gap) of the icl haptic. There was no patient contact or injury. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown.